Event description:
It was reported that the right ventricular (rv} channel of this implantable cardioverter defibrillator (ICD} system has exhibited variable and high out of range pace impedance measurements for approximately one (1) year. The rv lead is not a boston scientific product. Boston scientific technical services (ts) indicated there were no related noise episodes observed and the presenting electrograms for the last eighteen (18} months look good. It was noted that no issues could be reproduced. Ts indicated that the impedance issue looked like a possible device header spring contact issue and they could consider programming on the non-sustained ventricular tachycardia (nsvt) alert. The boston scientific representative agreed. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).